Event description:
Download data from (B)(6) male patient revealed several battery internal resistance test failures. Zoll customer support contacted the patient and issued him a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (battery internal resistance test failure) has been confirmed. Upon investigation the positive terminal of high-voltage capacitor c19 was broken from the defibrillator board. The fractured capacitor lead caused the battery internal resistance test failure flags. The root cause for the damaged capacitor lead could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. No adverse event resulted from the fractured c19 capacitor. The patient received a replacement monitor.